Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within spec range. The insulin pump received with normal operating currents. No unexpected failed battery test/failed battery alarms during testing. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the device alarmed failed battery test. Customer's blood glucose was unknown. The customer stated the buttons are not responding. The device alarmed failed battery multiple times. Customer stated they do not feel safe and want the pump to be replaced. The device will return device for analysis.